Manufacturer narrative:
The insulin pump passed the displacement test. The pump was received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test or verify no excessive no delivery/occlusion due to motor error alarm. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained keypad overlay, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they received no delivery alarm and high blood glucose. The customer's blood glucose was unknown at the time of incident. There was no indication of issue being resolved by troubleshooting. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump is expected to be returned for analysis.